Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one week post replacement procedure, prior to the release from the hospital, the right ventricular (rv) lead exhibited high and undefined impedance measurements, and the markers were simultaneous, which was not observed at implant. An x-ray revealed no abnormalities. Approximately two days later a revision was done, and the leads was observed to be screwed in normally and no header/connection issue was shown. The physician disconnected the leads from the device and measured all leads via analyzer. Normal lead measurements and no abnormalities in impedance measurements were shown. The physician reported that everything was fine with the leads. The physician then reconnected the leads to the device and the device showed high and undefined impedance measurements of the right ventricular (rv) lead. The physician elected to replace the device with another device. Measurements over the new device were within range and no impedance problems was observed. The sensing/pacing markers are in normal range. No patient complications have been reported as a result of this event.